Manufacturer narrative:
As received, a complete lead without a stylet was returned in one piece for analysis. A stylet could not be fully inserted into the lead due to overtorque of the inner coil inside the connector region. Visual inspection revealed the lead was twisted due to overtorquing of the inner coil. The cause of the reported events was isolated to overtorque of the inner coil consistent with procedural damage.

Event description:
During procedure, the physician extracted the helix and attempted to remove the stylet and noticed a strange wrinkling on the body of the right ventricular (rv) lead. The external coating of the rv lead was no longer fixed to the body of the lead. A new lead was implanted and the patient was in stable condition.